Event description:
It was reported that the ilet displayed ¿connect cgm¿ and became stuck in ¿pairing with sensor¿ with a dexcom g7, resulting in signal loss to the ilet while the sensor remained connected to a dexcom receiver; insulin dosing from the ilet had stopped, and the user entered a blood glucose value into the pump, which was in range. Symptoms included no reported hypoglycemia or hyperglycemia and no clinical effects. Outcomes included no injury and no medical intervention beyond standard troubleshooting. Investigation included customer education and guided troubleshooting, including instructing the user to restart the pump and to power off and separate the dexcom receiver to reduce interference. Investigation of this case revealed a temporary connectivity issue between the ilet and the cgm, consistent with wireless interference from a concurrently paired receiver; the device and cgm hardware were otherwise functional once interference mitigation steps were taken. It was concluded, based on previously established findings for similar reports, that the cause was external signal interference leading to loss of communication between the cgm and the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.